Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusions set accidentally pulled out events on (B)(6) 2024. The glucose level was 579 mg/dl and the patient was treated with correction bolus via pump. The patient did require third party assistance which included fluids and also the patient had ketones. No further information available.